Manufacturer narrative:
A philips remote service engineer (rse) remotely interviewed the customer who was onsite, the reported problem could not be confirmed. The customer reported the hardwired monitors and mx40s were not associating with the central station. The device status showed several network switches offline. After having a biomed from their area come onsite to access the situation, the customer notified philips they will be taking responsibility for servicing the unit. Based on the information provided in the case and by the philips rse, the cause of the reported problem could not be confirmed. No further investigation or action is warranted at this time.

Event description:
It was reported the monitors were not communicating with the central station. The device was in use on patient at time of event, there was no adverse event reported.